Event description:
In 2006, the lay user/reporter contacted lifescan on behalf of the lay user/patient, alleging that her one touch ultra meter was reading inaccurately high. The senior medical affairs specialist mailed a letter since the reporter could not be reached by telephone. The patient had started using another meter since she had been obtaining higher readings than usual. The reporter was unable to recall specifics; however, approximately two weeks ago, the patient had been obtaining results in the 300 mg/dl and 400-mg/dl-range and then results in the 30 mg/dl range within 30 minutes to 1 hour. No actions were taken following the use of the meter that would affect her blood glucose levels. The reporter claimed that, the results kept going up and down. The patient was also experiencing "low symptoms and almost went into a diabetic coma." Emergency services was contacted and the reporter was unable to indicate whether the patient received any treatment. The patient was transported to the hospital and tested on the ER meter; however, the result was not specified. The customer care advocate (cca) verified that the unit of measurement was set correctly. The patient was correctly cleaning the puncture area and using the correct testing technique. The cca replaced the meter, test strips, and control solution. It would have been helpful to know the results obtained during the time of concern, when she developed symptoms in relation to testing, her medication regimen, her diet, other health conditions, possible results obtained/treatment received by the paramedics, possible results/treatment received at the ER, and diagnosis received at the hospital. This complaint is being reported due to the following conclusion: the reporter claimed that, the results were fluctuating up and down (between 300 to 400 mg/dl and 30 mg/dl), the patient experienced "low symptoms and almost went into a diabetic coma," and was transported to the hospital by the paramedics.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.